Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia with a maximum blood glucose of 294 mg/dl for approximately three hours while traveling and initially declined to replace the infusion site despite education on site troubleshooting; the user later returned home, replaced the infusion set (inset, 6 mm, 23 in), and blood glucose subsequently stabilized. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing, with stabilization after infusion set replacement. Investigation included complaint history review, user interview, and product-use troubleshooting and education. Investigation of this case revealed that the hyperglycemia resolved after a full supply and site change, which is consistent with a potential infusion site or delivery issue, though the specific cause remained undetermined. It was concluded that the event involved hyperglycemia with cause unclear, and the device function could not be fully assessed without return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.